Event description:
It is reported that the patient was revised due to the axle pin fracturing.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: the zimmer "coonrad/morrey total elbow" instructions for use included with the implant, states "the prosthesis will not restore function to the level expected with a normal healthy joint, and has functional limitations. Excessive muscular activity, e.g., pounding, carrying loads must be avoided or restricted. The patient must not lift more than one pound (approx 0.5 kg) during the first three postoperative months; and, thereafter, not more than five pounds (approx 2.25 kg) with the operated arm." The activity level of the patient is unknown. The design of the inner pin was previously modified to increase the performance of the pins in non-complaint users. It is believed that the pin in this case was manufactured prior to the design change. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.